Event description:
It was reported that the patient experienced extracardiac stimulation from the left ventricular (lv) lead. The lead was reprogrammed and remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted: (B)(6) 2021; evproplus-34us transcatheter valve, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.